Event description:
The husband was preparing the transfer of his wife who was lying in her bed. The ceiling lift was made ready and turned on. The spreader bar began to lower normally, then the ceiling lift made a strange noise and the strap and spreader bar made a drop of more than 5 feet, on top of the patient. She sustained some bruises on arm, chest and hips, but no treatment was required.

Manufacturer narrative:
Manufacturer is awaiting return of the defective part. Additional information will be provided following the conclusion of the manufacturer's investigation.